Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. The customer switched to another iabp and continue with the treatment. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and could not duplicate issue. The stm tested cart, the cart had 1,962 psi at the start of the 5-minute period. At the end of the 5-minute period, the cart had 1,952 psi. It fell 10 psi in a five-minute period. (The service manual indicates there is a 20 psi limit within a 5-minute period for the cart). When the stm tested the rescue, it had 232 psi in the internal tank. At the end of the half-hour period, it actually grew to 233. The rescue does not have a leak. The stm performed all functional and safety checks to meet factory specifications. The iabp was return to the customer for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. The customer switched to another iabp and continue with the treatment. There was no harm or injury to the patient and no adverse event was reported.